Manufacturer narrative:
This report is being submitted to correct the h6 component code. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the distal end cover fell off the duodenovideoscope. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use: operation ¿ precautions. The event can be prevented by following the instructions for use: preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3 and h6.